Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. A revision was performed and the ICD along with the rv and ra leads were explanted. There were no additional adverse patient effects reported. This explanted lead will not be returned. It was later reported that the patient expired approximately five weeks post-explant of the system. The cause of death was reported to be sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.